Event description:
See initial report.

Manufacturer narrative:
Visual inspection after decontamination by gamma-rays (as per livanova procedure on blood contaminated goods) found the oxygenator clean and empty with no visible traces of dried blood. After cleaning, a functional test with bovine blood was carried out. Laboratory test reproduced the increased pressure drop across the oxygenator: the transmembrane pressure was above the expected values reported in the product specifications. Review of the livanova complaints database did not identify any other similar event relevant to the batch concerned of oxygenator. Verification of manufacturing records confirmed that involved part was released as conform according to specifications. Based on available information and investigation findings, it can be concluded that reported high pressure event was reasonably caused by progressive build-up of biological aggregates and blood clots inside the iaf module of the unit during the procedure, which reduced the open surface for blood flow. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients. Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas: - surgery clinical impact. - cpb clinical impact. - pathological patient conditions. Research on the phenomenon consistently concludes that the pressure excursion is complex and multifactorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cpb. Nevertheless at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Sorin group italia received a report that, during cooling of the patient (deep hypothermic arrest, target 20°c) in a mitral valve surgery (bentall procedure), the transmembrane pressure across the inspire 6f oxygenator increased to 108 mmhg. The stopcock between roller pump and oxygenator started to leak. Medical team elected to change out the oxygenator during the procedure (cross clamp). The procedure was completed with no issue. Patient is awake.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The inspire 6f hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (in00108, lot 2306190053) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 6f hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050702) is registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.10. Sorin group italia manufactures the inspire 6f hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6), belgium. Through follow-up communication livanova learned that the oxygenator change out took 4 minutes, the high pressure occurred from the beginning of the procedure and the highest delta pressure experienced by the customer was 108 mmhg. Furthermore, no biological deposit inside the oxygenator was seen by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.